Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device upgrade procedure, upon device interrogation; the right atrial lead exhibited noise and loss of sensing. The yearly impedance trend showed few out of range low impedance values and few within range high impedance values, though generally they remained stable and within range. The lead was capped and replaced on (B)(6) 019. The patient was in stable condition.